Event description:
It was further reported that the target lesion was located in the right coronary artery (rca). Emergency CABG was successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The lesion was located in an unspecified coronary artery. A promus element stent measuring 28mm in length was advanced to the lesion, but the stent dislodged while positioning. The physician removed the delivery system, but was unable to remove the dislodged stent. The patient was sent to surgery to remove the stent. Additional information was requested but is not available. This device is only ous approved, but it is similar to an approved us device.